Event description:
Ous MDR. Shock deliveries due to oversensing were reported after an implantation time of about 3 months. The ICD and the two leads were explanted. Lumax 340 vr-t xl, MDR 1028232-2008-01702. Kentrox sl 75-16 steroid, MDR 1028232-2008-01703.

Manufacturer narrative:
During the analysis of the leads, it was found that the outer insulation of the lead bodies was clearly damaged several centimeters proximal of the fork (kentrox sl) and proximal of the ligature marking due to external fraying. The kentrox sl also showed a conductor fracture of the outer conductor helix at just this site. The analysis of the lead was unable to detect any manufacturing error or material defect. The observed damage manifestation requires excessive pressure stress of the lead body. The characteristics of the damaged structure of the outer insulation (abrasion lenses) and of the conductor fracture lead to the assumption of excessive mechanical stress of the leads due to pressure and friction at the generator housing. The other damage to the leads (e.g. Severing of the lead, cuts, stretching of the shock coils, etc.) Are most likely due to the explantation process.